Event description:
According to the reporter, a capsule appeared to be stuck during a procedure. When the resulting study was downloaded, the video showed the same segment of video repeating itself. An x-ray was performed on the patient and the capsule was found in the diverticulum. The patient did not experience any symptoms that the capsule was stuck, such as difficulty swallowing or any other sensation of something being in the throat. Medical intervention was required to remove the capsule. The patient was intubated and the capsule was flushed out of the zinkers diverticulum without any difficulty. No complications were reported. Upon removal of the capsule the physician attempted to pass another using an egc scope, but were unable to and the procedure was aborted. There was no injury to the patient due to the capsule becoming stuck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.